Event description:
Reporter stated that the inform meter and base unit are burned. Reporter did not indicate which parts of the system were burned. No adverse event associated with the alleged malfunction was reported. The suspect system was not returned to the MFR. For eval.

Manufacturer narrative:
Event occurred in another country. The inform meter was used in conjunction with inform base unit with catalog number 03035131001.